Event description:
This patient underwent a laparoscopic sacro colpopexy procedure on (B)(6) 2021. The mesh used in this procedure was lightweight polypropylene mesh. She presented to a different surgeon several years later with complaints of suspected vaginal mesh erosion. The patient was in fact found to have vaginal mesh erosion from this initial surgery. Conservative management did not fix the erosion and a re-operation to remove the exposed mesh was required.